Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. Clarification to partial date of implant: 1998 was provided.

Event description:
Healthcare professional reported "patient had an augment done many years ago w saline implants and has a rupture on the right" and later "volume decreased (clinically deflated)". This record is for the right side. Device remains implanted.